Manufacturer narrative:
As no additional information regarding this event is expected, our investigation is complete. This record will be updated if additional information becomes available. Note that boston scientific has a vigilant quality monitoring system and we aggressively monitor field performance of all our products. We will continue to monitor for future, similar events.

Event description:
It was reported that during implant of this cardiac resynchronization therapy defibrillator (crt-d), the physician experienced difficulty inserting the non-boston scientific left ventricular (lv) lead into the device header. Boston scientific technical services (ts) provided troubleshooting advice, and the physician was eventually able to insert the lead. No adverse patient effects were reported. The crt-d and non-boston scientific lv lead were successfully implanted and remain in service.